Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen. On (B)(6) 2025, the patient was using both g7 app and receiver, she did not notice "wearable failure" alert on either device. It was reported that after a few minutes after the wearable failed, she experienced hypoglycemia and fell unconscious. The ambulance was called by the patient's husband. The patient was treated with IV medication during drive to hospital and during hospital stay. The patient felt numbness in her extremities for some time after she woke up, she was advised to stay in hospital overnight. The patient did not remember what the last cgm reading was prior to the wearable failure. The last cgm reading she remembers was around 100 mg/dl. At the time of the report the patient was recovered. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Subsequent to the initial MDR, no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.